Event description:
It was reported that during a procedure the plug on the wand was identified to be deficient. A new wand of the same type was opened and used to complete the procedure. There was a 30-minute delay encountered due to another wand had to be retrieved. The procedure was completed without any further incidents. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the patient information was not provided.